Manufacturer narrative:
Carefusion complaint number: (B)(4). Upon completion of the evaluation or in the event additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device back from the customer. (B)(4).

Event description:
The customer stated that the ventilator continuously alarmed low peak inspiratory pressure (pip) and the breath rate was varying. The customer carried out all transducer tests and they passed. The vent was also cross checked with a new flow sensor, exhalation valve, and exhalation diaphragm. This did not correct the issue. There was no patient involvement at the time of the incident.